Manufacturer narrative:
B3 - date of event: date of event was approximated to (B)(6) 2025 as the exact event date was not reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that device entrapment occurred. An 8.0-29 carotid wallstent self-expanding and a filterwire were selected for use. During the procedure, the stent was successfully deployed. However, upon retrieval, it was noted that the delivery system could not be removed from the wire. The device was able to be removed with force, and the procedure was completed. There were no patient complications as a result of this event.